Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hiv duo result for 1 patient sample(s) on a cobas e 402 analytical unit module. The first result from the supporting laboratory using chemiluminescence was 0.04 coi (non-reactive). The second result using the e 402 instrument was 163 coi (reactive). The third result from another supporting laboratory, also using chemiluminescence, was 0.1 coi (non-reactive).